Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) customer called stating that the unit has been printing strips for the last three days with no issue. The 9am strip only prints the ECG waveform and nothing else. There was no harm reported.

Manufacturer narrative:
All settings are being verified and it remains the same. All attempts of troubleshooting prior to the call and during the call are unsuccessful. (B)(6) had given the option to change the therapy to another iabp and chooses not to do. But she would like this console serviced after the therapy is completed. She then thanks me for the troubleshooting and facilitating the service of this console. (B)(6) had been notified via email. (B)(6) did not wish to give the patient information. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : no repair information.